Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in teh united states. It was reported that the patient faced an event of bent needle with an infusion set. The site of insertion was abdomen. The needle fractured at the time of insertion. No further information available.